Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not applicable. (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 250cc mentor gel breast implant and experienced various postoperative symptoms. The patient¿s symptoms include: white tongue, metallic taste in mouth, excessive urinary bladder issues, chronic neck back joint pain, all over body pain, severe insomnia, brain fog, inability to concentrate, severe headache migraines, blurred vision, unexplained weight gain, signs of hormone imbalance, early onset menopause, hot flashes, night sweats, severe mood swings, lack of emotion and interest in life, fungal infections, and bacterial viral infections. The patient also reported being tested for numerous diseases and conditions but has not received a positive result thus far. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.